Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that when battery was half and full insulin did not delivery properly and buttons were harder to push. It was reported that insulin pump had no delivery alarm, and insulin was squirting out. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.